Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity and/or excessive weight."

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2014 due to loosening of the tibial base plate. The tibial tray, tibial bearing and femoral component were removed and replaced.